Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician was unable to cross to lesion with a 2.75x12mm taxus express drug eluting stent. The device was reported to have "fell apart." Several attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be retured for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.